Event description:
It was reported that during a dual chamber implantable cardiac defibrillator implant procedure, noise was noted when ventricular pacing was turned on with the analyzer. No noise was noted during atrial pacing. It was further reported that the noise was temporary and was not present after five to six beats of ventricular pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.